Event description:
The customer alleged two employees removed a scope from the unit after a cycle cancelled and experienced a tingling and burning sensation on their left palm from h2o2 contact. The employees did not wear personal protective equipment (ppe). The customer stated that the healthcare workers have recovered from the symptoms. No medical intervention was sought.

Manufacturer narrative:
Reference MDR: 2084725-2009-00207.